Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the grip cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment was sticking out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found that the edge of the distal pulley had indentations. It was concluded that the damage to the pulley was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy procedure, the wire on the tips of the mega suturecut needle driver instrument frayed. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.